Manufacturer narrative:
Additional information : device manufactured between june 19, 2018 to june 20, 2018.correction/removal report number: (B)(4). The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and observed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was observed leaking at the port where the tubung was inserted. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.